Manufacturer narrative:
Evaluation summary one capsule was received for evaluation and investigated visually for external damage. The capsule was disinfected and the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced and there was no signed of tissue or blood. The capsule electrodes were okay. Per the condition in the which the device was received, the capsule seemed to be functioning according to specification. A review of the device history record for the provided lot / serial was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure, there was a failure to attach. There was no harm to the patient and a repeat bravo procedure was not performed. Intervention was required in order to retrieve the capsule but there was nothing unusual about the patient or the procedure which caused the failure to attach. An endoscopy was performed prior to the procedure but it is unclear if the esophagus appeared normal.